Event description:
It was reported that the right atrial lead dislodged. While in the procedure to replace the lead, the right ventricular lead was noted to have insulation breaks, so the lead was removed. The initial replacement lead had outer insulation damage while trying to get the lead through the subclavian access. The right atrial and right ventricular lead were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. (B)(4).